Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are unsure if their implantable pulse generator (ipg) is "connected and delivering the therapy." The ipg remains in use. No patient complications have been reported as a result of this event.